Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient received approximately eight shocks from noise on lead. Lead was capped on (B)(6) 2018 and patient was upgraded to bi-v ppm. Should additional information become available, this file will be updated.